Manufacturer narrative:
Eval - method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
On (B)(6) 2009, the pt was implanted with an scs sys. The pt complained that the amplitude was stopping at perception (auto reducing) on all programs. Reprogramming was able to get some stimulation. All impedance readings were low and x-rays were taken with no pullouts showing. The pt also reported seeing the "low ipg" warning and "low battery stim/off" very frequently. She is recharging twice a day being prompted by the "low ipg" warnings after using the stimulator sometimes for only a couple of hours. On (B)(6) 2010, the pt reported that her stimulation wouldn't start but after recharging the ipg she was able to feel stimulation. She also sometimes received errors when using the programmer. A replacement was sent to the pt. The ipg was explanted on (B)(6) 2010.